Event description:
It was reported that the surgeon inserted a cq2015 collamer three-piece lens but the trailing haptic tore. The incision was enlarged to remove the lens and another same type was implanted. Sutures were not required. The reporter stated the cause of the torn haptic was due to the trailing haptic becoming pinched in the cartridge during the loading process.

Manufacturer narrative:
Medtronic evaluated the device and found 3 loose battery pins. The battery pins were replaced; a full functional and operational inspection was completed and the device was returned to the customer.